Event description:
It was reported by a customer that during the middle of a procedure on (B)(6) 2011 error message codes 210 and 235 were experienced from the laser system. Per the customer, the error message codes 210 and 235 were unable to be cleared. The procedure was aborted due to the error message codes. No pt injury was reported.

Manufacturer narrative:
Per the MFR, the laser system problem code documentation states error code 210 indicates a laser power suppl error which may indicate that either the lps and/or the resonator may need to be replaced. Error code 235 indicates that the lamp power supply has no current and indicates that this is a secondary message and previous errors should be examined.